Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 99% stenosed lesion being treated was located in the severely calcified, moderately tortuous, trifurcation of the left anterior descending, left circumflex and left main arteries. The physician predillated the target lesion with a 2.5x15mm non-bsc balloon catheter then advanced the 2.50x24mm promus element stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that stent damage had occurred. The procedure was completed with another device. No patient complications were reported and patient's status is good.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 99% stenosed lesion being treated was located in the severely calcified, moderately tortuous, trifurcation of the left anterior descending, left circumflex and left main arteries. The physician predilated the target lesion with a 2.5x15mm non-bsc balloon catheter then advanced the 2.50x24mm promus element stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that stent damage had occurred. The procedure was completed with another device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
(B)(4).device is combination product.(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified solidified blood within the guidewire lumen. No issues were identified with the device. No kinks or damage were noticed along the shaft of the device. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).